Event description:
Procedure: low anterior resection. According to the reporter: when instrument was fired and released, the tissue was not cut through the circumferential cutting blade, delaying the entire procedure. The tissue transection was not adequate, as the tissue remained stuck to the instrument after firing. The tissue was transected manually with use of a scalpel. There was damage to the anastomosis during device removal. The tissue site was manually repaired. There was no tissue loss. The procedure was extended one hour.

Manufacturer narrative:
(B) (4). (B) (4).